Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 48 and 44mg/dl. The expected fasting blood glucose test result range is 80-85mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the bathroom. During the call, a back to back blood test was performed by the customer and produced test results of 323/365 mg/dl non-fasting using meter and new vial (lot# mw3393s). The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: 48mg/dl date: (B)(6) 2019 time: 08:11am fasting; result 2: 44mg/dl date: (B)(6) 2019 time: 08:45pm fasting; result 3: 152mg/dl date: (B)(6) 2019 time: 05:11pm fasting; result 4: 64mg/dl date: (B)(6) 2019 time: 10:31pm fasting; result 5: 64mg/dl date: (B)(6) 2019 time: 09:16pm fasting.